Event description:
As reported, the doctor depressed the deployment button of a 6f exoseal vascular closure device (vcd) and removed it. However, the hemostasis plug was hanging on the distal end of the vcd. It was determined that the plug had not been placed, and hemostasis was achieved by manual pressure. An ipsilateral antegrade approach was made. The lesion was the superficial femoral artery. The physician used more than 150 exoseal's per year. The device was used with a 6f11cm non-cordis sheath and was used as normal. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the doctor depressed the deployment button of a 6f exoseal vascular closure device (vcd) and removed it. However, the hemostasis plug was hanging on the distal end of the vcd. It was determined that the plug had not been placed, and hemostasis was achieved by manual pressure. An ipsilateral antegrade approach was made. The lesion was the superficial femoral artery. The physician used more than 150 exoseal's per year. The device was used with a 6f11cm non-cordis sheath, and was used as normal. Additional information was requested but not provided. A non-sterile exoseal vascular closure device, 6f, was returned for investigation. Visual inspection of the device showed that the deployment lever was received in a depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed to be in the black/white and red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. A high magnification evaluation was performed on the internal mechanism of the device. No abnormal conditions were observed during this analysis. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit. The result obtained was within specification. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device. Since the device was received fully deployed and the plug was not returned. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported than an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.